Event description:
It was reported that visible air bubbles occurred. During a procedure, after inserting the faradrive sheath into the body and removing the dilator, continuous air ingress through the sheath valve was observed during blood backflow aspiration. The sheath was replaced and procedure was completed without problems.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.